Event description:
It was reported that an unspecified number of needle eclipse 18x1-1/2 rb experienced safety shield failure. The following information was provided by the initial reporter: material no.: 305766 batch no.: unknown verbatim: after injecting a patient's knee using an 18 gauge needle, I used my right thumb to employ the pink safety device ( to cover the needle), while holding gauze over the puncture site with my left hand. The pink safety covering popped off its connection and fell to the ground, leaving the needle exposed. No needlestick occurred, but pt and employee were at risk due to this product. I grabbed one from our storeroom and found that if they are not deployed just perfectly, they can pop off the bottom.

Manufacturer narrative:
Investigation: since no lot number, samples, or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A DHR could not be performed as the lot number is unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle eclipse 18x1-1/2 rb experienced safety shield failure. The following information was provided by the initial reporter: material no.: 305766, batch no.: unknown. Verbatim: after injecting a patient's knee using an 18 gauge needle, I used my right thumb to employ the pink safety device ( to cover the needle), while holding gauze over the puncture site with my left hand. The pink safety covering popped off its connection and fell to the ground, leaving the needle exposed. No needlestick occurred, but pt and employee were at risk due to this product. I grabbed one from our storeroom and found that if they are not deployed just perfectly, they can pop off the bottom.